Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the surgeon made incision at umbilicus. Upon inserting the 511da 10/11mm resposable trocar as primary port, surgeon punctured bowel. Surgeon had to change procedure and convert to open to repair bowel injury (others that were present in the room stated that bowel was adhered to abdominal wall). The case was extended and unk amount of time. No product was available for return.